Manufacturer narrative:
The device was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: the watertightness of the instrument channel was not maintained due to perforation. The angulation was insufficient and the play of the angulation control knob was out of the normal state, due to the elongation of the angle wire. The insertion tube was scratched. The distal end cap was burnt due to the contact of the high-frequency snare and the influence of radiant heat. The device was returned to olympus medical systems corp. (Omsc) to determine the cause of the reported event. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that water could not be supplied because the auxiliary water channel was clogged. This may have been caused by a foreign material blockage in the auxiliary water channel. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the reported phenomenon was reproduced. Water did not come out from the auxiliary water channel even when water was supplied with a syringe. Therefore, omsc inserted an extra-fine scope from the distal end and checked the inside of the device, and found that white foreign material was stuck in the insertion section and the auxiliary water pipeline inside the universal cord. A component analysis of the clogged foreign material revealed that the main component was silicone. The exact cause of the reported event could not be conclusively determined, however the reported event may have been caused by the silicone-based chemical remaining in the pipeline due to insufficient cleaning of the auxiliary water channel. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.